Event description:
The customer reported on (B)(6) 2014 at 6:44 pm she activated a new pod and her blood glucose and insulin history for the following day ((B)(6) 2014) is as follows: time: 12:00 am, bg (mg/dl): 257, bolus (u): 2.90. Time: 5:17 am, bg (mg/dl): 407, bolus (u): 6.25. At 5:54 am the pod was deactivated.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occured during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.